Event description:
It was reported that a patient underwent a supraventricular tachycardia ablation with a qdot micro and the patient experienced cardiac tamponade that required pericardiocentesis and drain placement. The patient also experienced cardiac arrest and required cardiopulmonary resuscitation (CPR). It was reported that error 210 (map: eco adaptor init bit failed.) Was displayed on the carto 3 system when the catheter was connected to the patient interface unit. They replaced the cable with a new cable, but the issue persisted. They replaced the catheter, and the issue was resolved. It was also reported that the steering mechanism of the replacement catheter was broken. The catheter was unable to be deflected to the f curve at all. They replaced the catheter and the procedure continued. A small pericardial effusion was noticed at the end of the procedure while doing post-intracardiac echocardiogram (ice) images. The patient originally had no symptoms. After waiting about 15-20 minutes, the pericardial effusion grew and the patient's blood pressure dropped. The pericardial effusion was confirmed with ice and the medical intervention performed was a pericardiocentesis. While access for the centesis was being obtained, the patient¿s blood pressure dropped enough that staff-initiated CPR for two minutes. Following the centesis, the patient¿s pressures returned to normal and CPR was stopped. Patient required extended hospitalization for monitoring and continued draining of the pericardial effusion. The patient was reported to be in stable condition and the patient improved. The physician's opinion on the cause of the adverse event was he considered one lesion with a high force on the ablation catheter as a possible cause. No transseptal puncture was performed. Retrograde aortic access was obtained. Ablation was performed prior to the pericardial effusion, near the non-coronary cusp. No evidence of steam pop, however higher force (about 50 g) was noted during one ablation but no impedance changes or temperature rise that would indicate steam pop.

Manufacturer narrative:
The device has not yet been returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Note: d4: primary UDI number was updated to (B)(4). On 4-jul-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31224255l and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).